Manufacturer narrative:
Concomitant medical product: product ID 97745bp lot# nlh065998n product type accessory product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger failed both plexus and bench testing and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had noticed rtm having a hard time finding the device. Pt then said while charging, the controller and rtm (paddle and where the cord entered the paddle) got really hot. Pt said they reset controller and noticed the li battery was also hot. Pt then said they started charging with implant battery at 30% and controller 100%, and after charging the implant up 10%, the controller was already depleted. Pt said the issue started last week. Pt inspected rtm cord and plug, and the controller port, but did not see any damage. When pt inspected li battery, pt noticed a connection on the battery was missing or worn off. The issue was not resolved. No symptoms were reported.